Event description:
It was reported that the patient had the battery half charged and wasn¿t sure if the battery was wearing down. It was noted the patient checked the battery a month prior to the report and had half a battery, and then checked it the morning of the report and it was empty even though the device had been off all month. The patient had been using the device for about eight months and would turn it on if his legs started to bother him because stimulation did affect them. It was noted that the device didn¿t affect the lower back like it used to. The patient reported he needed to be reprogrammed because all the device did was make the patient¿s feet and right leg tingle. Additional information received reported there was not a 50% or greater symptoms reduction. The cause of the event was determined and it was not device related. The device had been reprogrammed 6 times without success. There had been multiple reprogramming over the length of the device use. Per the patient, ¿it¿s never been right since implantation.¿ the patient did not experience a loss of therapeutic effect. The patient experienced a loss of stimulation and it was unknown if it was gradual or sudden. The loss was due to no effect in affected location. Interventions included CT, MRI, x-rays, and reprogramming (results not reported). The patient was not recovered, the symptoms/issue was ongoing. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 3998, lot# v012411, implanted: (B)(6) 2007, product type: lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).